Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system won't boot up and was stuck at 00:00. The fse rebooted the system but it didn't resolve the issue. Review of the system log file showed multiple errors and warnings related to the collimator, image processor, image detector, miscio, sequencer, ui devices and x-ray generator. On further investigation, it was found that there were power issues with the system as the switch in the r cabinet didn't power up and dcps (direct current power supplies) was blown. The failure analysis test also confirmed that the malfunction was due to defective power supply. The fse replaced the power supply unit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the device would not start up. Philips has started an investigation of this complaint.